Event description:
Covidien received info stating that the puritan bennett (pb) 980 ventilator made a loud popping sound. The nurse who was in the room at the time of the event called the respiratory therapist that was on duty. According to the respiratory therapist, the machine indicated no air or oxygen supply. The pt was removed from the ventilator and placed on an alternate ventilator. The customer reported that the pt did not suffer any negative consequences as a result of the event.

Manufacturer narrative:
(B)(4).